Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient had a return of symptoms. They were in the hospital for other reasons and they had an endoscopic cholangiopancreatography done. They increased stimulation from 1.2 to 1.8 volts where it was felt comfortably. They were going to monitor their symptoms.